Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid right coronary artery (rca). There was a promus premier¿ stent and another unspecified stent implanted back to back in the proximal rca. An attempt was made to advance a 3.00x12mm promus premier¿ stent to the lesion through the previously implanted stents but the device was unable to cross. The 3.00x12mm promus premier¿ stent was removed to flush and inflate the stent outside the patient's body however, it was found out that there was no stent on the stent delivery system balloon. Fluoroscopy was again performed and it was noted that the 3.00x12mm promus premier¿ stent was lodged inside the previously implanted stents in the proximal rca. A guide wire was advanced through the detached stent and a platform balloon catheter was used to deploy the 3.00x12mm promus premier¿ stent in the proximal rca with good result. The procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device is combination product (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).